Manufacturer narrative:
Investigation completed on a smith medical syringe pump. The device arrived with left plunger case damaged. Also noted a missing rubber foot on the bottom of the case. Evaluations and testing could not be done because of damage to sensor cable. Also plunger gear cam was missing, so this would explained the cause of sticking. Event log revealed force sensor test check along with clutch and plunger. It is believed the event was caused by consumer ,as the plunger gear cam was missing and the force sensor cable was damaged. The force sensor screw had a loose connection to the head mount. Action was taken to replace the plunger gear cam and damaged left plunger case, along with force sensor. Also as preventative action, the list of summary of repairs were; left plunger case due to broken screw boss. Replaced rubber foot and cable guard due to missing. Replaced plunger case o-ring, plunger float, plunger head mount, dowel pin, position pot, worm coupling, worm gear, wavy washer, motor mount, delrin washer, lead screw, clutch halves and clutch spring for preventative action. Replaced battery door and door label due to cracked. Cleaned, greased; calibrated device and performed all functional tests which passed. The summary explains rebuilding of device.

Event description:
Information received a smith medical medfusion 3500 pump plunger and clutch sticking. No patient involvement or injury.